Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon functional testing the fse reviewed the logfile and identified there was no communication between the generator and the host. The system interface board (sib) was faulty causing the reported error. The fse replaced the sib box. After replacement of sib box, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura xper fd10 system could not communicate with the generator. No x-rays were available. The system was in clinical use at the time of the event. No harm has been reported. Philips has started an investigation of the complaint.